Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The investigation is pending.

Event description:
Connection issues during the implantation procedure; however, the physician indicated that the lead seemed appropriately connected, and the device was subsequently implanted.